Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient's right ventricular (rv) lead measurements initially were within normal range. After inserting the lead pin into the device header, the impedance measurements dropped for both defibrillation and pacing impedance. The physician chose not to perform defibrillation testing and continue to closely monitor the patient. The lead is still in use. No patient complications have been reported as a result of this event.